Event description:
My daughter began seriously choking on an oral b dental floss blade. My son who got into our dental floss and took apart the oral b satin floss container. The floss roll, the blade came apart very easily. We caught him taking it apart, not knowing that the blade came out so easily. She found it and swallowed it. It got caught on her gate valve in her trachea. It required emergency surgery, which according to the surgeon usually only takes 10-15 minutes for the likes of a coin took over 45 minutes and was very difficult to obtain. No permanent damage is felt to be sustained, just an immediate large choke hazard. The device is a trial size that many carry around with them, they come apart easily. The item is a good item, however needs to be permanently sealed, so a hazard can be avoided. Please let me know any outcome. I am pt's father and can be contacted. My wife also contacted oral b's hotline today. Event abated after use stopped or dose reduced: yes.